Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not fully deploy due to the calcified leaflets of the native valve. No intra-procedural balloon aortic valvuloplasty (bav) was performed and once the valve opened, it was in the native sinuses and was not sealed in the annulus. A second valve was deployed valve in valve at the annular level with a resultant trace of paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported placement issue that required reintervention was related to patient anatomy (calcification). The procedure was successfully completed with no adverse patient effects reported. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.